Manufacturer narrative:
Fromes, gail. "Efficacy of vagus nerve stimulation in adults during 5 years of treatment".

Event description:
It was reported that the vns pt did not receive efficacy after 5 years of vns therapy. Attempts to obtain add'l info are underway.